Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The delivery system was retained by the hospital and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steering issue with the clip delivery system (cds). It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully. A second cds was advanced, however when steering the cds to the mitral valve with the m-knob, the clip went in the opposite direction, toward the right pulmonary vein. The p knob was used to steer the cds and the clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a similar incident from this lot. It should be noted that the mitraclip instructions for use instructs to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated and the reported difficult to position (sleeve steering issue) appears to be related to the user error as the blue alignment was not confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during removal of the clip delivery system (cds), the cds was removed fast and it was not confirmed if the blue alignment markers were aligned per instructions for use(IFU) during removal.